Manufacturer narrative:
Product name: actual ostomy product is unknown. The end user could only provide: ostomy wafer - ref number unknown. 510(k) number: exempt. Product code: exe. Common device name: protector, ostomy. The event is considered as misuse since the end user was cutting the product and sometimes leaving jagged edges and experienced bleeding. He was not willing to complete virtual visit. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
This emdr is being submitted for an unknown number of wafers from unknown number of boxes with unknown lot and reference number. The end user reported that in the past few years he experienced bleeding about twelve times from stoma with unknown previous company's smaller wafer which was too small. The last time was about three months ago with known company¿s wafer. He had been using company's known wafer for approximately one year and the wear time was four days with known company¿s pouch. The end user was unable to provide stoma size but reported that he is currently cutting the company¿s known wafer almost to the ring and stated that sometimes he leaves jagged edges. He was unsure how many times bleeding occurred with current wafer and how many times with previous unknown smaller wafer. As per record he had used company¿s known wafer in the past. Furthermore, he mentioned that he had been to the emergency room three times and once by ambulance and the pouch filled with blood and has had to have cautery or a stitch placed. He also reported previous blood transfusions. He stated that it does not always bleed into the pouch if he lay still, it will seal off. Other product use includes company's known seal and other adhesive remover. No photo is available at this time.